Event description:
It was reported that the patient is in atrial fibrillation (af) and in ddi mode. The device feature ventricular sense response (vsr) is programmed at 130 bpm, but there appeared to be a pace at 150 bpm. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data concluded with no anomalies found. Corrected data: patient date of death and removed device remains activated device code.